Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient husband took patient to the hospital were she was admitted for hyperglycemia and diabetic ketoacidosis. Patient discovered that the part of the headset that connects to the transfer set was defective and believes this is the reason for an under-delivery of insulin leading to raised high bg levels. The headset in question has since been disposed of and is therefore not available for return.